Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received failed battery alert. The customer¿s blood glucose level was unknown. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no failed battery test noted. (B)(4).